Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was separated. The following information was received by the initial reporter with the following: it was reported by a customer that after putting tubing into channel, once door was closed, alarm sounded. Rn assessed safety clamp and noticed the white part of the clamp had come unthreaded from blue part of safety clamp.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.